Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that myopotential oversensing was observed. It was noted that low level, high frequency noise was inhibiting pacing. Programming changes were discussed. Patient will continue to be monitored with routine follow-up. No further information was provided.